Event description:
It was reported via journal article that following embolization using contour pva particles, technical failures occurred.

Manufacturer narrative:
Clinical long-term outcome after uterine artery embolization: sustained symptom control and improvement of quality of life, christian scheurig-muenkle, md et all, j vasc inter radiol 2013; 24:765-771. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).